Event description:
The svc report shows that peep values read zero when it should have read higher. The nellcor puritan-bennett customer support engineer (npb cse) verified the reported malfunction. The npb cse reported that a wire connection was found disconnected that fed the pneumatic harness to the autozero solenoid. The npb cse reconnected the wire connector. The unit passed extended self testing and performance verification testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged on this report.